Event description:
In 2007, advanced bionics was notified that the patient was hospitalized and discharged on dates unknown for treatment of ear infection. Pe tubes were reportedly placed date unknown. Following treatment while wearing the external equipment, the patient reportedly experienced no sound perception. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed confirmed that the device was functioning. The patient's cii device remains implanted. The patient continues to be monitored by the center.